Manufacturer narrative:
Follow-up information from 19-apr-2016: quality-safety evaluation of ptc. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who became pregnant after essure insertion. She stated she was miscarrying for a month and became anemic. She also had pelvic pain, which resolved after essure removal (with bilateral salpingectomy). During this surgery, she discovered left side essure was all the way in the tube and the right side was almost all the way inside the tube (regarded as device dislocation). Additionally, she reported nickel/ heavy metal poisoning, multiple pulmonary embolisms, extensive nerve damage and big cyst on right ovary. Only pregnancy, pelvic pain and device dislocation are listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test (hsg). In this case, no hsg was performed. The consumer had pelvic pain and a device dislocation was found during a salpingectomy (after the pregnancy). Although pregnancy in this case could be considered rather a consequence of non-compliant use in association with device dislocation; since it is not known whether the device dislocation preceded or followed the pregnancy, causality between these events and essure cannot be excluded. Regarding the reported miscarriage, as it can occur in up to 20% of pregnancies at less than 20 weeks of gestation due to maternal conditions and fetal chromosomal abnormalities; causality with essure is unlikely. The remaining events were regarded as unrelated to essure, considering their nature and based on device's safety profile. This case was considered an incident; as device removal was required. Based on the available information no product quality defect was confirmed. No active follow-up will be pursued (no contact information was provided).

Event description:
This is a spontaneous case report received from a non-healthcare professional in united states on 17-feb-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. The consumer was hospitalized in (B)(6) 2014 with multiple pulmonary embolisms from becoming pregnant with essure. She was miscarrying for a month which made her very anemic. It was reported that she almost died. She spent 2 days in intensive care unit then 4 days in the oncology unit. She had been on blood thinners since. She fell while trying to pick up her (B)(6) baby because of sharp pains in her back. She had constant pain for over a year and had been on hydrocodone but it would only dull the pain at best. She had several x-rays and a nuclear magnetic resonance imaging and all came back normal. She had severe muscle and joint pain all over body. She had a bilateral salpingectomy on 2014 to remove essure. After surgery she found out the left side essure was all the way in the tube and the right side was almost all the way inside the tube. She had a big cyst on right ovary that had to be drained. The pathology report stated that her tubes had cysts all over them. Immediately after surgery all the pelvic pain was gone. Since surgery her periods were back to normal, she was no longer passing huge blood clots with period. She did not have menstrual cramps, sex with excruciating pain, sex with bleeding, joint inflammation or muscle inflammation anymore. Her periods were back to lasting 6-7 days, instead of periods lasting 15-17 days. She had not fallen or lost her balance. She had teeth discoloration and had it repaired and the dentist said it was from the nickel poisoning. The consumer was hospitalized in 2015 for stroke like symptoms and doctors believed she had extensive nerve damage from heavy metal poisoning (nickel). Her ear nose and throat doctor said she was still suffering from a severe allergic reaction. She was still having muscle spasms all over body. She was still on pain medication almost daily because of nerve damage. A few doctors have suggested her to do a detox to help remove any trace of nickel from her body but she could not do it because she was on blood thinners. She was waiting to see a neurologist allergist and to have a nerve conduction test. After some research she had learned that her implanting doctor did not do hsg (hysterosalpingogram) test although she was told that was what he did. She was not made aware that essure device had nickel in it and she knew she had an allergy to nickel. Company causality comment:this non-medically confirmed, spontaneous case report refers to a female consumer who became pregnant after essure insertion. She stated she was miscarrying for a month and became anemic. She also had pelvic pain, which resolved after essure removal (with bilateral salpingectomy). During this surgery, she discovered left side essure was all the way in the tube and the right side was almost all the way inside the tube (regarded as device dislocation). Additionally, she reported nickel/ heavy metal poisoning, multiple pulmonary embolisms, extensive nerve damage and big cyst on right ovary. Only pregnancy, pelvic pain and device dislocation are listed in essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test (hsg). In this case, no hsg was performed. The consumer had pelvic pain and a device dislocation was found during a salpingectomy (after the pregnancy). Although pregnancy in this case could be considered rather a consequence of non-compliant use in association with device dislocation; since it is not known whether the device dislocation preceded or followed the pregnancy, causality between these events and essure cannot be excluded. Regarding the reported miscarriage, as it is the most common complication of early pregnancy, occurring in up to 20% of pregnancies at less than 20 weeks of gestation due to maternal conditions and fetal chromosomal abnormalities; causality with essure is unlikely. The remaining events were regarded as unrelated to essure, considering their nature and based on device's safety profile. This case was considered an incident; as device removal was required. A product technical analysis is being sought. No active follow-up will be pursued (no contact information was provided).

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.